Event description:
It was reported that the customer had repeated no delivery alarms on her insulin pump. His blood glucose was between 300 and 400mg/dl at the time of reporting. The insulin pump is being returned. No additional information was returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.